Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported by the sapphire registry, the patient experienced aphasia, dysarthria same day of the index procedure. Diagnosis was a transient ischemic attack. The patient is a (B)(6) female who was enrolled in the sapphire study for stenting of the carotid artery. The target lesion location was the proximal left internal carotid artery (ica). The vessel was described as mildly calcified and moderately tortuous. The rate of stenosis was 90%. An angioguard (601814rmc/ lot 71111480) embolic protection device was deployed distal to lesion. The lesion was pre-dilated and a precise (pc0830rxc/ lot 15435200) stent was successfully placed in the lesion. The angioguard was safely removed from the patient and the procedure was successfully completed. Approximately four hours post procedure, the patient suffered a neurological event described as dysarthria, aphasia, and visual field loss on the left side. The patient was diagnosed with a transient ischemic attack (tia). The patient was given a bolus of plavix 300 mg. The onset was sudden. Recovery was full, with no deficit. The event was evaluated and determined to be unrelated to the cordis product but related to the index procedure. The patient was discharged two days later.

Manufacturer narrative:
S reported by the (B)(4) registry, the patient experienced a tia the same day of the index procedure. The patient is an (B)(6) female with a medical history including cardiac arrhythmia, abnormal stress test, congestive heart failure, coronary artery disease and hypertension who was enrolled in the sapphire study for stenting of the proximal left internal carotid artery (ica). The vessel was described as mildly calcified and moderately tortuous. The rate of stenosis was 90%. An angioguard embolic protection device was deployed distal to lesion. The lesion was pre-dilated (of note, the lesion was resistant to pta) and a precise stent was successfully deployed. The angioguard was safely removed from the patient and the procedure was successfully completed. Approximately four hours post procedure the patient suffered a neurological event described as dysarthria, aphasia, and visual field loss on the left side diagnosed as a transient ischemic attack (tia). The patient was given a bolus of plavix 300 mg. The onset was sudden and recovery was full, with no deficit. The event was evaluated and determined to be unrelated to the cordis product but related to the index procedure. The patient was discharged two days later. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Tia is a well-known potential adverse event associated with the carotid stent implantation procedure and is listed in the IFU as such. Tia is often associated with a temporary stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may collect in the embolic protection device or flow downstream potentially disrupting perfusion. By definition ((B)(4)), the symptoms of a tia may last up to 24 hours, but they often last only a few minutes. Tia occurs when the blood supply to part of the brain is briefly interrupted. Tia symptoms are similar to those of stroke but do not last as long. Most symptoms of a tia disappear within an hour.